Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor was unable to recognize the electrode belt. The cause for the failure was isolated to open pins 9 and 10 in the electrode belt trunk cable, preventing communication with the monitor and causing service code 105. The root cause for the open pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a french patient was receiving a service code 105 (pulse test relay stuck).